Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was electively explanted on (B)(6) 2026, after the patient experienced head trauma and subsequently developed seromas. As of the date of this report, there are no plans to reimplant the patient with a new device. Device analysis report attached.